Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that they changed multiple sets but the no delivery alarm kept recurring. The customer's blood glucose was 220 mg/dl at the time of incident. The customer assembled new sets of infusion set and reservoir. The customer performed plunger push and the insulin did exit. The customer performed manual prime but the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had minor scratches on the lcd window and cracked battery tube threads.